Manufacturer narrative:
The device that was used in the procedure was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1621003) indicated that the added inspection step on adhesive taper did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, if the shuttle is not advanced until a definitive stop is felt (per the mynxgrip instructions for use (IFU)), the advancer tube will not be engaged to the proximal tamp lock. Which would cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Investigation results of companion samples: seven unused devices from the same lot number (f1621003) were received in the original sealed packages. All devices were visually inspected prior to deployment simulation. No anomalies were observed. Functional deployments were simulated in the bench top model. All devices deployed the sealant with the advancer tube properly engaged to the proximal tamp lock. The advancer tube of each device was advanced to the marker satisfactorily. The balloons were deflated, and the catheters were withdrawn through the advancer tubes with no issues noted. The tamp locks were inspected at high magnification for damages and/or anomalies that may have prevented the advancer tube from engaging to the tamp locks during deployment. No damages or anomalies were found. The catheter, and advancer tube were also inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The hydrogel swelling test data for the lot (f1621003) was also reviewed which confirmed that the mynx device lot met the minimum acceptance criteria and did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. The returned units passed the simulation test and are deemed within specification. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 3; from the same user facility and from the same lot number as MFR report #: 3004939290-2016-00293 and 3004939290-2016-00294 date of event: sometime the week of (B)(6) 2016.

Event description:
It was reported that the first 3 mynxgrip 6f/7f devices from the same box (same lot) failed to deploy the sealant during 3 different cases. The sealant came out during pullback and did not adhere to the vessel. It was unknown how hemostasis was achieved. There was no patient injury. Additional information was requested, but unknown. This is report 1 of 3.